Manufacturer narrative:
A replacement pump was sent to the customer. The original product was received on 6/29/2016. However, as of the date of this report, a product evaluation has not been completed. Should additional information become available resulting in new, changed, or corrected data, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016, the customer spoke with a medela customer service representative. At that time she stated that she had mastitis and that she was on antibiotics prescribed by her physician. She also indicated that her pump in style breast pump had low suction. On 6/16/2016, the customer spoke with a medela clinician. She told the clinician that she had taken ceftin, an antibiotic that was prescribed by her physician to treat mastitis. She also stated that she had recovered from mastitis and she is no longer experiencing symptoms using the replacement pump that was sent to her.